Event description:
In 2007, a male was implanted with a gore propaten vascular graft in an a-v access procedure from the radial artery to the axillary vein. On the following month, the patient presented with thrombosis along with stenosis. A shuntogram and a mechanical thrombectomy with an angiojet device was performed on the av graft. Angioplasty of the venous outflow anastomosis with a balloon was also performed. The patient is using a permacath for dialysis access.